Event description:
Dräger received an ufr with the following description: "...the ventilator screen suddenly went blank and ceased functioning". As per report, the patient was connected to another device. There was no detail in the report which would reasonably suggest that health consequences for the patient may have occurred.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the reported shut-down can neither be confirmed nor denied without access to the device or to a log file covering the period in question. Under consideration that indeed a shut-down has occurred, the most likely triggering condition would be a complete loss of energy. The primary energy source for the device is mains supply but the unit is also equipped with an internal battery to cover mains power losses for at least a period of time. Following from that, a complete shut-down is unlikely to occur in single-fault conditions. Imaginable scenarios would be that the user has ignored the battery depletion warnings after mains power got lost for whatever reason or that the device was put into operation with a completely worn internal battery. A complete shut-down is always accompanied by an acoustical alarm generated by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, it is not clear if indeed a shut-down has occurred or not - the user may also have perceived a reboot of the device as a shut-down since the display blanks out for some seconds during a reboot. The device is almost nine years old; the status of preventive maintenance and repairs is unknown. It is thus recommended to the hospital to have the device checked by authorized service personnel and to have it repaired if necessary.